Manufacturer narrative:
H10: one actual sample and one companion sample were returned for evaluation. Both samples were filled with water and left to hang: both bags leaked from the junction of the tube to the bag. The reported condition was verified. The cause was product assembly related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from two (2) 9l effluent bags during continuous renal replacement therapy. The leak was observed to be coming from a gap at the bottom of the bag next to the drain (which was appropriately clamped with both incidences). It was reported the leak was very slow while the bag was hanging on the scale but flowed much faster when the partially filled bag was removed and the drainage port was moved to the side (making the gap into a wider hole in the bottom of the bag). It was reported the nurse noticed the leak and changed the bags prior to the machine alarming. There was no patient injury or medical intervention associated with this event. No additional information is available.